Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition occlusion was verified as a downstream occlusion. The device was found out of specification. The customer reported occlusion was unable to reproduced. A review of the event history log identified downstream occlusion on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. No correction needed. Evaluation was unable to reproduce the reported symptom or identify component causality. The device was found able to perform a test infusion without issue should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion. There was no patient involvement. No additional information is available.